Manufacturer narrative:
Additional information: patient identifier provided.

Manufacturer narrative:
Patient identifier not available from the site. On 7/24/2017 a medtronic representative went to site to test the equipment. Representative reported that the door dingus bracket was off by one tooth which did not allow the door to open. The bracket was adjusted mechanically to the correct position. A system checkout was performed after correcting the bracket. System passed all tests and is functioning normally. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the gantry of the imaging system would not move nor open. During troubleshooting, the system was rebooted several times and checked if the umbilical cord was seated properly. The umbilical cord had no signs of tear or damage. The site completed the case with the use of c-arm. There was a delay of less than 1 hour. No impact on patient outcome.